Manufacturer narrative:
(B)(4).

Event description:
This ra lead has rising thresholds. Thresholds in (B)(6) 2016 2.3 and thresholds in (B)(6) 2017 were 3.6. Patient will be brought in for follow up in june to be checked again. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.